Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise. The iol was exchanged for another lens model following the initial implant procedure.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation.the product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the (1.50cyl), 18.0 diopter lens (extended 1.5 diopters of focus) was exchanged for a non-company 16.0 diopter lens. The 2.0 diopter change may indicate there was a calculation issue. The manufacturer internal reference number is: (B)(4).